Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged tube with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® k2e 10.8mg plus blood collection tubes had a cracked tube. The following information was provided by the initial reporter: the customer noticed when removing stock from the warehouse that a tube was cracked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2e 10.8mg plus blood collection tubes had a cracked tube. The following information was provided by the initial reporter: the customer noticed when removing stock from the warehouse that a tube was cracked.